Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the device in question was not returned for investigation, and no images were provided. Based on the available information it is believed, that the improper placement of the proximal extension is not related to device performance, but rather to user technique. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: an (B)(6) male patient underwent taa repair. The patient's anatomical form was suitable for endovascular repair. Slight aneurysmal in the aortic arch was observed, so the physician planned to place the stent graft from the bifurcation of the subclavian artery. He inserted the zteg-2pt-36-197 from the right femoral and placed the stent graft, but its length was not enough for the lesion. He then inserted tbe-36-77-pf and attempted to deploy the stent graft, but the device tip moved forward a little and the stent graft covered the subclavian artery. Small blood flow was confirmed but decreased blood pressure of the subclavian artery was confirmed as well. The physician placed a luminexx stent to restore blood flow. He confirmed increased blood pressure and completed the procedure. Patient outcome: the patient is doing fine after the procedure.